Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: na (incoming inspection) detailed description of event: [distributor] incoming inspection po# (B)(4) this is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 24,2022 please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch additional information was received via email on 06jan2023 from [name], quality assurance, [distributor]: "I know the lot number for this trocar with the hair in it. The lot number of this trocar (c0r47) is 1458425." Type of intervention na (incoming inspection) patient status: na (no patient involvement)

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [distributor] incoming inspection po#: 23064. This is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: november 24,2022. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch. Additional information was received via email on 06jan2023 from [name], quality assurance, [distributor]: "I know the lot number for this trocar with the hair in it. The lot number of this trocar (c0r47) is 1458425." Type of intervention na (incoming inspection). Patient status: na (no patient involvement).